Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of 113 ohms. The measurements had been between 90 and 110 ohms since december, and between 60 and 90 ohms since implant. A guidant technical services (ts) consultant recommended the delivery of a minimum and maximum energy shock to test the integrity of the system. Additional information received reported a shocking lead integrity test (slit) of 120 ohms. Ts recommended performing multiple slit tests and checking for trends in the impedance measurements, checking the electrograms for noise, and possibly performing a maximum energy shock to verify the connections between the lead and device.